Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a broken needle on the sensor. Customer is new to the pump and did not keep the sensors. Customer's blood glucose was 6.7 mmol/l. Customer stated that the nurse examined the serter and the catch arm was not bent all seems to be normal to her. Customer was advised that a replacement will be sent.